Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8590-1, lot# n232986, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
A healthcare professional (hcp) reported a patient receiving intrathecal gabalon (lot # unknown, concentration 500 mcg/ml, dose 69.27 mcg/day) for intractable spasticity, multiple sclerosis and clarithromycin had an magnetic resonance imaging (MRI) performed and a motor stall was noted upon initial interrogation. The motor stall occurred on (B)(6) 2015. The MRI was not related to the device or therapy. The initial report indicated the motor stall had not recovered and was interrogated more than 2 hours after the patient exited the MRI field. Additional information received from the same hcp reported the pump was interrogated again and a motor stall recovery was recorded in the logs. The motor stall resolved. The patient had symptoms of increased spasms in the side/flank that occurred gradually.